Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection of the returned trial confirms burr and gouges in the device. The trial also has a crack in the middle of device. This device exhibits signs of significant wear/usage. This device was manufactured in 2015. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection of the returned trial confirms burr and gouges in the device. The trial also has a crack in the middle of device. This device exhibits signs of significant wear/usage. This device was manufactured in 2015. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that a genesis ii ps high flexion insert trial s5-6 12 has a crack in poly trial. No patient involved.